Event description:
I am writing to report what I consider to be an overuse of cat scan radiation that may have caused my present incurable illness of myelo fibrosis, and is regarded as terminal. For this purpose, I am enclosing a copy of a letter that I sent to the FDA, the american society of hematology and a leading researcher at the (B)(6) clinic. Thank you for consideration of this matter. In 1991 I was diagnosed with essential thrombocytosis. A series of hematologists treating me prescribed an 81mg aspirin tablet daily. From 1991 to 2012 I never had any adverse symptom or problem with the et. By 2012 my platelets were in normal range. I developed a bladder condition in 2012 that required surgery. The surgery was performed in (B)(6) 2013, but complications resulted in further surgeries and treatment. During the course of these multiple surgeries and treatments, I received five (5) cat-scans between (B)(6) 2013 and (B)(6) 2014. The total of these 5 cat scans was 64 msv. The 4th and 5th scans occurred on (B)(6) 2014 and two weeks later on (B)(6) 2014. About a week after these final two scans, I woke up one morning drenched with sweat. My hematologist conducted a bone marrow biopsy which resulted with a finding that my 21 year course of et had degraded into mf. I am concerned that the mf may have resulted from the scans. This is because I later learned that there is less than a 5% chance of a 21 year course of et turning into mf. At the same time I learned that mf can result from exposure to ionized radiation. I'll never know for sure whether my hypothesis is valid. But I am just concerned that pts such as me with et should be wary of being exposed to 5 cat scans within 10 months (including 2 coming within a two week period).